Event description:
Torque limiter was not working during case. Used torque limiter from small frag set.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the returned device is still functional. However the torque limit is out of specification. Please note that the current IFU reads: to ensure accurate torque measurement over time, torque limiters require periodic testing: must be tested every 100 surgeries or 1 year [...] Torque limiters within specification can be used for surgery. Torque limiters close to specification limit should be tested frequently to ensure remaining within specification. Torque limiters outside specification must be discarded and replaced by new ones. Important notes: torque testers and its adapters are not designed to be steam sterilized. Testing procedure must be performed in a non-sterile environment. Torque tester must be recalibrated by an accredited calibration laboratory every two years. Torque tester must be used with care and not dropped. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation, the root cause of the complaint could be attributed to a user related issue. The device has to be checked and calibrated according to current instruction for use. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Torque limiter was not working during case. Used torque limiter from small frag set.